Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time was intermittently incorrect, cause was unknown. Reportedly, the customer corrected the time and resumed insulin therapy. There was no adverse impact to customer's blood glucose level.